Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 2.4 mg/day via an implanted pump for non-malignant pain and other non-malignant pain. The event/difficulty occurred on (B)(6) 2016. The patient was in a car accident and fractured her catheter. The rep was asked by the on call physician assistant (pa) to turn down the pump to minimum rate. It was unknown what environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included interrogating the device. The patient had a CT scan and found a fracture. No interventions/actions were taken to resolve the issue. The issue was not resolved at the time of this report and the patient's status was "alive- with injury". The details and recovery were unknown at this time. Surgical intervention had not occurred and it was unknown if surgical intervention was planned. Additional information was received from the rep indicated it was noted nothing was planned at this time. They had started the process of getting the prior authorization to replace the catheter and pump. It was not scheduled yet. It was noted they also scheduled a flow study for (B)(6) 2016 at 3:30pm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.